Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold after screwing in, during implant. Rv lead was never implanted and was replaced. No patient complications have been reported as a result of this event.